Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an accessory broken in the infusion set was confirmed and the root cause appeared to be related to the implicated accessory (saf-t holder device by smiths medical). The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set with y-site. Usage residues were observed throughout the sample. The y-site valve housing was full of blood residue. A male luer adapter taper was broken off in the y-site orifice. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from y-site, due to the broken taper. Microscopic inspection of the broken luer revealed a granular fracture surface. Microscopic inspection of the y-site luer orifice was unremarkable. Following removal of the broken taper, inspection of the y-site luer orifice using an iso taper gauge and digital force probe revealed the luer to be within manufacturing specifications. No defects were discovered during evaluation of the returned safestep infusion set. The observed leakage was caused either by the accessory used with the infusion set or by the handling or mishandling of that accessory. A lot history review (lhr) of asdys0076 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the rn placed a saf-t holder device into the y-site of a huber needle to draw blood; had no issue attaching he device and no issue drawing blood. When she went to detach the device, the end of the device cracked in the y-site and caused blood to stream out of the y-site d/t a small piece of the device still in the y-site. It was stated, "not sure if the y-site in the huber needle caused it or if the saf-t holder device was defective at the attachment site."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdys0076 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the rn placed a saf-t holder device into the y-site of a huber needle to draw blood; had no issue attaching he device and no issue drawing blood. When she went to detach the device, the end of the device cracked in the y-site and caused blood to stream out of the y-site d/t a small piece of the device still in the y-site. It was stated, "not sure if the y-site in the huber needle caused it or if the saf-t holder device was defective at the attachment site."